Event description:
It was reported by service report that the fowler was stuck, foot and main mattress covers were ripped; there were signs of fluid intrusion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, foot and main mattress.